Event description:
A technician discovered that the siderail on this stretcher would not latch in the up position. There was no pt in the bed at the time of the discovery.

Manufacturer narrative:
Upon complaint review, it was determined that it is a reportable event for siderail not latching. The technician replaced latching hardware in order to resolve the problem.